Manufacturer narrative:
Incorrect information was reported in initial report. Due to the initial reporter being "anonymous", initial reporter information was not provided, therefore initial reporter address (e1) should be blank, sex is unknown (a3a), date of birth is unknown (a2).

Event description:
It was reported that the customer experienced diabetic ketoacidosis (dka) resulting in a hospitalization; cause of dka was not provided. A blood glucose level was not provided. Multiple attempts were made by tandem¿s technical support to obtain additional information; however, no additional information regarding this event was provided.